Event description:
One of the washer decontamination units caught on fire within our sterile processing area of the (B)(6) hosp. The incident occurred on at 5:45 pm. No systems were in use at that time, after hours. The sprinkler system activated and the fire was put out. The unit electrical failure has not been determined and the MFR is taking it back for evaluation. The washer / decontamination unit is a model: reliance vision, serial number: (B)(4) - steris corp. FDA safety report ID# (B)(4).